Manufacturer narrative:
Concomitant medical products: product ID: dtma2d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that gradual rising to high pacing impedance was observed on the right ventricular (rv) lead. The patient is in palliative care and no action will be taken. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.